Event description:
It was reported that the user experienced a severe low blood glucose event during the night that occurs frequently, with the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of available case details and a request for additional information from the customer. Investigation of this case revealed insufficient information to identify a device malfunction or use-related issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.